Event description:
The following was reported to hamilton medical ag: at the startup, the alarm code f15 is displayed and the screen flashes. No delay in treatment or harm to the patient, user or third party was reported to hamilton. Still under investigation.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is still ongoing.